Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that no capture threshold and high, out of range lead impedance was observed on the rv lead. Patient was asymptomatic. The lead was explanted and a new lead was implanted without any complications. Patient is stable.